Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent high and low blood glucose alerts did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. Additional information was not provided.